Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. Also ran basal bolus leaking test per (B)(4) as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm pump. Conclusion: reservoirs no occluded no air bubbles and not leaks. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 545 mg/dl. Customer stated that she had been experiencing high blood glucose for over 24 hours now and the leaks on the reservoirs may have been a contributing factor. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections and additional bolus. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis. Reservoir will be returned for analysis.